Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings and missing battery cap from the insulin pump. The customer's blood glucose reading was 27 mmol/l. The customer treated with manual injections. The customer stated that the pump is damaged. The customer had no serious injury. The customer will be sent a replacement battery cap.